Event description:
It was reported that the programmer exhibited excessive noise on the electrograms (egms). The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer exhibited excessive noise on the electrograms (egms). It was determined at analysis that the programmer failed the finger touch test. Electromagnetic interference (emi) repair was performed to resolve the issue. It was noted that the power cord bay was damaged. It was further noted that the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.